Manufacturer narrative:
In response to FDA report number: mw5090458 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side "saline implant ruptured, pain" and "infections." Patient additionally reported "had implant drained, dizziness, arthritis, root canal for bleeding and infections, vision and hair loss;" these events are not related to the device. Device has been explanted.